Manufacturer narrative:
(B) (4).

Event description:
It was reported the patient was unable to adjust the stimulation. A power on reset (por) message appeared. The patient was able to clear the por with the patient programmer. The reason for the por was unknown at the time of this report. Additional information has been requested.